Event description:
It was reported that the patient presented for follow-up with over-sensed noise exhibited by the right ventricular leads. Noise resulted in pacing suppression and high ventricular rate episodes; however, the patient was not pacing-dependent. Programming adjustments were discussed, though no interventions were reported. The patient was stable.